Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins). It was reported that patient saw "settings not available" message on their controller. Patient said it does not seem to be working. Monday they turned it on and cranked it to 8.9 and could feel it and turned it down to 6, laid down and started tingling in legs so turned it down a little. This morning patient did not feel anything. Turned to increasing stimulation to 10.6 and got the message code 59. Patient was told to consider reducing intensity down to zero on active group and then increase intensity. Patient was on group a, program 1. Was told not to go to program b. Patient was able to increase to 11.9 volts and felt nothing and got message code 59 again. Patient was redirected to health care professional (hcp). No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2018 reporting that the manufacturer representative met with the patient and reprogrammed the system so that they could increase amplitude without oor. The patient was getting effective relief and was pleased. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a representative on (B)(6) 2018 noting that the oor was resolved by no longer increasing amplitude but that the patient was not receiving relief. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a ¿settings not available¿ screen on the controller when the settings were at 11.1 ma. It was reported that the patient had just been programmed on (B)(6) 2018 with 90 pulse width at 1000 hz. The manufacturer representative stated that they told the patient to call them on (B)(6) 2018 if they still weren¿t getting pain relief. No further complications are anticipated. The manufacturing representative provided the serial number of the implantable neurostimulator (ins). No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) and consumer. It was reported that the patient was going to have an MRI for their spine and it was related to their device/therapy. They wanted help getting into MRI mode and it was reviewed how to enter MRI mode; the patient confirmed they saw that they were full body eligible. They noted that since implant the ins hadn't helped control their chronic back pain and that representatives tried several different programs but none helped. The hcp reported that the MRI was for "failed back syndrome, chronic low back pain with a spinal cord stimulator present". No further complications reported.